Manufacturer narrative:
The ge healthcare service representative performed a checkout of the system but was unable to duplicate the reported issue. The inspiratory and expiratory flow sensors were replaced and the connections to anesthesia control board were checked. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 10/23/17 phone call, 10/24/17 phone call, 10/25/17 phone call. (B)(4).

Event description:
The hospital reported "no inspiratory flow sensor" message was displayed. There was no report of patient injury.